Event description:
The sheffield frame was applied on the pt's right foot for the treatment of charcot foot. During the treatment a wire broke between the 1st metatarsal and frame. The dr removed the wire and replaced it with a new one and another wire was inserted as a support. No compression was lost and the pt continued treatment with the frame.